Event description:
The customer reported the two screws on the trilogy roll stand bracket used to attach the humidifier became loose causing the humidifier to fall. There was no harm to the patient.

Manufacturer narrative:
(B)(6).